Event description:
It was reported that a communication problem occurred and patient was unable to get the regular recharging screen. It was noted that the patient was able to see the recharging the recharger screen but kept getting the no communication screen. The patient reported he usually recharged every 7 weeks and this was the first time he kept receiving the no communication screen. It was reported that the patient could usually get all of the ¿boxes¿ and the patient thought he was able to recharge two weeks prior. It was noted that the patient tried to turn implantable neurostimulator (ins) on with recharger but was unsuccessful and was not feeling any stimulation. The patient reported not being able to communicate with the ins using the patient programmer and patient did not remember the last time he felt stimulation but thought it had been a week or two. The patient noted that his ¿back has been hurting so much.¿ it was reported that the device was ¿too deep¿ because the patient could not charge and this was revised about 3-4 weeks ago. The reporter stated that during this time they found out that the patient¿s ¿back was broken¿ and it took doctors 10 years to find this out. It was noted that the patient saw the doctor 5-6 times and they operated and moved the device closer to the skin. It was reported that the stimulation was not working and the patient only had one setting to use. The reporter stated that the patient was familiar on how to use the system and it just wasn¿t ¿doing anything.¿ it was reported that the device was fully charged, only had one setting, and it wasn¿t working. It was noted that the patient was getting the question mark on the patient programmer. It was later reported that the patient had programs a, b, c, and d at 2.50. It was noted that the patient ¿found out he had a broken back¿ for 8 years. It was unclear how long the patient had a broken back as it was previously reported that it had been 10 years. The reporter stated that the patient still had a broken back and during the surgery they had to cut some bone out of the spinal cord area. It was reported that the healthcare professional told the patient that he would be in some pain for a while but it would get better. It was noted that with the patient¿s implantable neurostimulator (ins) the pain level was a 5 and with the ins off it was at a 7-9 level. It was reported that the patient liked how the old ins worked and the new ins was not working as he would like. It was noted that the patient had to make a few appointments to get the device changed and it was ¿not like what he was expecting.¿

Manufacturer narrative:
Product ID: 3998, lot# j0511625v, implanted: (B)(6) 2005, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one night the patient ¿went to the moon¿ because their stimulator gave them a jolt. This happened right after their device was programmed. The patient noted that their device was not stopping their pain and was not as effective as their previous device. The device wasn¿t working. The patient noted that they had a broken back and their doctor went in and broke the ¿bone off¿ because it was pinching the nerve. The patient was not feeling stimulation at the beginning of the report but increased their stimulation and was able to feel stimulation in their leg. The patient was on group adjust and switched from program c to program d.